Manufacturer narrative:
Occupation is a patient/consumer. The meter and test strips were requested for investigation. The reporter's meter and 3 test strips of lot 523331-21 were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.2 inr. Qc 2: 5.2 inr. Qc 3: 5.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable inr results for one patient while using the coaguchek xs pro meter serial number (B)(4) compared to a laboratory test using a stago analyzer with neoplastin reagent. On (B)(6) 2021 at 10:15 am, the patient reportedly received an inr result of 4.8 inr from the meter. The patient reportedly received a laboratory result of 3.6 inr at 2:00 pm. The doctor reportedly kept the original warfarin dose based on the laboratory result. On (B)(6) 2021 at 10:00 am, the patient reportedly received an inr result of 6.8 inr from the meter. The patient reportedly received a laboratory result of 3.6 inr at 2:00 pm. The doctor reportedly kept the original warfarin dose based on the laboratory result. The patient¿s therapeutic range is 2.5 - 3.5 inr and tests weekly. The meter's results were verified by the returned meter memory.